Event description:
It was reported that after predilatation of the lesion, during the deployment of the xience v stent, a perforation occurred. Two graftmaster stents were placed to treat the perforation; however, extravasation continued into the pericardium and the patient experienced cardiac tamponade for which cardiopulmonary resuscitation (CPR) was performed; however, the patient subsequently expired. No additional information was provided.

Manufacturer narrative:
(B)(4). The jostent graftmaster part #12744-16, lot #unk and jostent graftmaster part #12746-19, lot #unk indicated are being filed under separate medwatch MFR numbers. Death, perforation, shock, and cardiac tamponade are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.